Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported resistance when removing the guidewire and "saw that the outer wire wound portion was unraveling". The wire was slowly removed from the patient. Customer reported there was a bend about halfway through the wire. No patient harm was reported. The patient's condition was reported as critical unrelated to the device.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported resistance when removing the guidewire and "saw that the outer wire wound portion was unraveling". The wire was slowly removed from the patient. Customer reported there was a bend about halfway through the wire. No patient harm was reported. The patient's condition was reported as critical unrelated to the device.